Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott field service engineer replaced the syringe valve and lls rv1/2 antenna board to return the instrument to specifications. No adverse trends were identified in conjunction with the issue of an odor being emitted from the i2000. Labeling was reviewed and found to be adequate.

Manufacturer narrative:
(B)(4), no consequences or impact to patient. (B)(4), burn of device or device component. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer smelled a burning odor from the sample/r1 syringe area on an architect i2000 analyzer. An abbott field service engineer (fse) found fluid on the processing area. The fse also found evidence of burning on the rv1 and rv2 antenna. The fse attributed the found fluid and the evidence of burning to splashing from the r1 pipettor syringe. The r1 pipettor syringe valve and rv1 and rv2 antenna were replaced to resolve the issue. There was no harm to personnel reported.